Manufacturer narrative:
Device analysis submitted in previously submitted MDR 2124215-2025-52475.

Event description:
It was reported that during the procedure, a faradrive steerable sheath clear was selected for use. It has been mentioned that sheath flush was no longer possible while inside the patient. No troubleshooting steps were reported. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been returned for laboratory analysis. It was further confirmed that difficulty in flushing happened during the procedure when the farawave catheter removed from the patient body due to post mapping. The patient was being treated for a paroxysmal atrial fibrillation, and the procedure was an atrial fibrillation ablation. No pump alarm was initiated to signal the flushing issue. No other issue has been reported.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that during the procedure, a faradrive steerable sheath clear was selected for use. It has been mentioned that sheath flush was no longer possible while inside the patient. No troubleshooting steps were reported. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been returned for laboratory analysis.